Manufacturer narrative:
The device was returned, and the investigation has begun. If additional information becomes available prior to the completion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd autoclavable camera head was not presenting an image during preparation for use. According to the initial reporter, the intended procedure was completed using another camera. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and evaluation results of the suspect device. An olympus technician completed a full evaluation of the subject device and was unable to reproduce the event. The device passed all functional and leak tests. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image could not be determined at this time. The device malfunction could not be confirmed. Olympus will continue to monitor field performance for this device.